Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and healthcare professional (hcp). It was reported that no device issue and no patient therapy issue. Extensive needling of side port was reported. Catheter aspiration completed. Patient reported 40% reduction in pain since prior office visit. No issues with pain control at time of study. The aspiration issue and pain relief were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, 1mg/ml concentration at 0.2475 mg/day dose and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that patient wasn't getting consistent pain control like she previously did. Patient had a dye study, myelogram through the pump, and computed tomography (CT) scan. The healthcare professional (hcp) had a very difficult time getting cerebrospinal fluid (csf) fluid to pull back into the syringe. The hcp said the side port was clogged. The hcp jiggled the needle and broke some of the clot apart. Then he flushed it really hard. He numbed her up. Then he used a smaller needle to go back into the side port and he was able to pull back fluid much more quickly. When he was using the needle he was using it almost like a plunger. At first there was a lot of resistance. Then all of a sudden the needle was going up and down really smooth. The doctor was able to remove 1 ml of csf and then injected the dye. Patient used to be on morphine at 5mg or 4.723. She didn't know the exact dose and she didn't know the concentration. It wasn't helping her at all and she spent so much time in bed they switched her to dilaudid. Pt was having her pump replaced on (B)(6). Her print out said she was due in october, but her hcp said he liked to get them replaced 6 months before the actual expiration date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.